Event description:
Terumo medical corporation received the reported information. Cpb was ran for approximately five (5) hours in the surgery for thoracoabdominal aortic aneurysm. Subsequently, 5,000 iu of heparin was injected into the circuit due to hemorrhage and re-circulated. Approximately two (2) hours later, the event that seemed to be plasma leakage was identified. There was no patient injury, and no medical or surgical intervention was required. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no.: k130520. Visual inspection of the actual device upon receipt. No anomaly such as damage was found. The actual device was disassembled, and the internal condition was checked. A part of the fiber had been discolored. No anomaly was found in the winding condition of fiber. No anomaly such as deformation was found in the heat exchanger. The fibers of each layer of the actual device were checked with an electron microscope. No anomaly was found in the condition of fiber surface compared to the current product. As a result of cutting the fiber and checking the inner surface condition, no anomaly was found in the condition of the micropore. The manufacturing history record and the shipping inspection record of the actual device found no anomaly. No similar complaint was received regarding the involved product code and lot. Based on the investigation result, it was confirmed that plasma leakage had occurred in the actual device. As a possible cause of the plasma leakage, based on our past experiences, the following factor was considered. However, it was not possible to clarify the cause of plasma leakage. It is considered possible that the blood properties changed due to some factor, leading to the production of a substance having surface-active properties. This could have disrupted the surface tension relationship between blood and gas that had been maintained in the micropores of the fiber surface. As a consequence, the oxygenator was in a state where plasma leakage was likely to occur. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir". Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.